Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came in for a 2 week follow up check-up with a peri prosthetic fracture. The surgeon removed the standard 11 corail and replaced with a corail revision stem, new head and new liner. No further info is known at this time. To answer question below-nothing was broken therefore nothing was removed from patient. The original surgery was on (B)(6) 2020. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Right hip.